Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a setscrew issue was noted, and the setscrew would not "fasten down to the lead". Troubleshooting was performed without success.  The implantable pulse generator (ipg) was attempted / not used and replaced. No patient complications have been reported as a result of this event.